Manufacturer narrative:
A ge service representative provided parts for the customer's bio technical support department to perform the repair of the doghouse x-ray button. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system's doghouse x-ray button was stuck in the on position. No patient injury was reported.